Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope screen had a blackout. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 and g2. (In g2: unmark distributor) additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of screen had a blackout was not confirmed. Based on the results of the investigation, it is likely the reportable event blackout (not restores) occurred due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be identified. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.